Event description:
It was reported that patient reported their implant never did any good for them. When patient got going and moving fast, patient became 'locked up' - they would become "frozen" and unable to move. Patient said they experienced the same thing with a prior ins as well but thought that one was from a different company. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).